Manufacturer narrative:
Philips service replaced the power circuit and mpd control unit, and monitored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that velara generator timeout caused intermittent x-ray failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.